Event description:
A (B)(6) advia centaur xp hbc total result was obtained on a patient sample. The physician questioned the result. The patient was tested again for (B)(6) total on two subsequent dates and the results were (B)(6). It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur xp hbc total result.

Manufacturer narrative:
The cause for the discordant advia centaur xp hbc total result is unknown. The calibration and qc were acceptable. The instrument is performing within specification. No further evaluation of the device is required. The IFU states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A (B)(6) test result does not exclude the possibility of exposure to (B)(6). Levels of (B)(6) may be undetectable both in early infection and late after infection."